Event description:
It was reported that via merlin.net transmission, non sustained lead noise due to post paced t wave oversensing was observed. Patient was asymptomatic. Programming changes were made. Patient condition was stable.

Event description:
New information received notes that although program changes were previously made, post paced t-wave oversensing recurred. Further program changes were recommended. The patient remained asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.